Event description:
Patient's legal counsel reported that the patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Legal counsel further reported that the patient underwent a left hip revision procedure on (B)(6) 2013 due to patient allegations of pain. Legal counsel alleges that fluid, stained synovium and elevated metal ion levels were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted reason for revision was pain in groin, pseudotumor, and lysis of the femur and tibia. Operative report further noted abundant brown fluid, black stained synovium, and suspected loosening of the cup as well as bone loss behind the cup. Additionally, the modular head was unable to be removed from the stem, therefore the stem had to be removed during the revision. There were no complications during this extraction. The modular head, acetabular head and liner, taper, and femoral stem were removed and replaced with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-08728 / 08729 & 08746 / 08747 / 1825034-2015-01886 / 01887).